Event description:
It was reported that during unpacking for a stenting treatment procedure, stent damage was noted. When the 20mm x 2.50mm ion stent package was opened it was discovered the stent struts were fractured and were exposed. The device was never used or made contact with the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive inflation pressure. The eleventh and twelfth row of stent struts from the proximal end were flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking for a stenting treatment procedure, stent damage was noted. When the 20mm x 2.50mm ion stent package was opened it was discovered the stent struts were fractured and were exposed. The device was never used or made contact with the patient. The procedure was completed with another of the same device.